Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue with a cartridge. The reporter stated that a loss of prime event had occurred 3 or more times. No additional information was available. There was no adverse event associated with this complaint.

Manufacturer narrative:
The device was not available for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.